Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The device data showed that the device completed 45 pulses, all of which were first prime pulses, before being deactivated. No timeouts, drive stalls or alarms were observed in the download data. The drive mechanism was inspected and no damages or deficiencies were observed that would have caused the device not to deploy. The device did not deploy because it was deactivated before the entire priming sequence was completed. No other damages or deficiences were observed during the investigation; the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide did not move forward upon initial activation. The pod was not worn.